Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the issue occurred during a planned diagnosis procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not produce x-rays. The fse did the troubleshooting actions and found that the power supply was damaged. The fse replaced the power supply and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system will not produce x-rays. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the power supply being damaged. The fse replaced the power supply and returned the system to use in good working order.